Manufacturer narrative:
(B)(4). Yoke teeth. The analysis results found that an ets45 device was received in good visual condition and without reload present. The clamping was noted to be damaged. No functional test was performed due to the condition of the device. The device was disassembled to verify the condition of the internal components and the yoke teeth were found broken. Although no conclusion could be reached as to how the yoke teeth became broken, this damage can occur when excessive force is applied to the closing trigger when the jaws are clamped on tissue thicker than indicated. In addition, it should be noted that at least a 100% inspection takes place during manufacturing to ensure the device meets the require specifications; (B)(4). A batch record review was performed and no anomalies were found during the manufacturing process.

Event description:
It was reported that during an open nephrectomy procedure, the device was difficult to close then fired using a white load, there was an unusual sound. The device fired okay and was able to be removed however the firing trigger did not got back to normal position and the jaws did not open fully. Another device was used to complete the procedure. No adverse consequences reported.